Manufacturer narrative:
Lot number - 19a001, 19c002, and 19d001. One single-use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A photograph of one sample was also received for evaluation. Visual inspection of the photograph revealed that the device had leaked. No evidence of a rupture was observed. The location of the leak could not be determined from the photograph. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the bladders of three (3) large volume infusors ruptured. One event occurred during infusion and involved a patient with no patient consequences, and two events occurred prior to patient use and did not involve a patient. No additional information is available.